Event description:
It was reported that the iab was unable to be advanced through the introducer after multiple attempts. A 2nd iab was not inserted as there is a supply shortage. The customer did not respond to our inquiry regarding if harm or injury occurred to the patient and what their current condition is. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Updated h1 from malfunction to death as additional information received stated patient died. Date of death was not provided by complainant. Additional information received on 12 may 2023 stated the following: on (B)(6) 2023, patient presents with oppressive chest pain of intensity 10/10 with radiation to the back, is taken for invasive stratification on (B)(6) 2023, and severe multivessel cad with troco-equivalency was evidenced. Lad without lesions, rca with 95% proximal lesion, diagonal branch with 95% ostial lesion, cx with proximal lesion of 90%, om with 70% ostial lesion, and second obtuse marginal with 70% lesion. Rca stent implanted with 70% stenosis. Transthoracic echocardiogram with ischemic heart disease and lvef of 38%. Admitted on (B)(6) 2023 for comprehensive management, assessed by cardiovascular surgery for myocardial revascularization. Institutional echocardiogram indicated: 1) ischemic dilated cardiomyopathy with segmental disorders, severely compromised systolic function lvef: 22%, and signs of dysfunction. Initial hemodynamics showed evidence of profound cardiogenic shock. Initiated double inotropic support and added milrinone to current dobutamine support. As an additional support measure, given the state of cardiogenic shock in the context of myocardial revascularization, initiated mechanical ventricular support with an aortic counterpulsation balloon, attempted passage, but it was unsuccessful due to balloon dysfunction. Comprehensive resuscitation guided by hemodynamic monitoring was continued. Very critical clinical status. Stage d cardiogenic shock, very high risk of death, family fully informed. Medical note on the use of the counterpulsation balloon: after asepsis and antisepsis, sterile technique, by anatomical landmarks, the right femoral artery was cannulated in a single puncture, the balloon introductor was advanced using the seldinger technique, permeability and return were tested. An attempt was made to pass the #30 counterpulsation balloon, but it was dysfunctional, did not generate adequate vacuum or collapse, which made it difficult to pass it through the introductor. It presented resistance, difficult passage, high risk of complications when attempting to pass it forcefully, verified multiple times in the presence of the ICU coordination, and it was not possible to achieve adequate functioning or passage. The procedure was considered failed due to direct supply failure. Notification was made. No other balloons were available at the time, and the procedure was suspended. The femoral introducer was removed, local compressive dressing was applied, and distal perfusion was maintained in the right lower limb without changes. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the iab was unable to be advanced through the introducer after multiple attempts. A 2nd iab was not inserted as there is a supply shortage. The customer did not respond to our inquiry regarding if harm or injury occurred to the patient and what their current condition is. If additional information is received, the complaint file will be updated.